Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 16 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 21 cm distal to the is-1 connector pin confirming the clinical observation. In that section, the lead body was found squeezed and deformed and the outer conductor coil was fractured. This broken contact in the conductor coil to the ring electrode was confirmed during the electrical analysis. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited intermittent capture and noise. Patient came into the hospital for lightheadedness. Impedance was 832 ohms and then 2816 when checked again. Outputs were reprogrammed to max 7.5 v @ 2.0 ms. The longest noted pacing inhibition is 4 seconds. Chest x ray some slack pulled back on the rv lead with a possible 90 degree angle noted near the header. Last threshold was 3.3. A lead revision has been scheduled. Should additional information become available, this file will be updated.